Event description:
During preparation for a drug eluting coronary stenting treatment procedure, the hypotube was noted to be broken. The taxus express2 stent/delivery system was flushed with saline while still inside the packaging hoop. When the physician pulled the device out, the hypotube was broken. This happened outside of the pt.